Event description:
It was reported that noise was observed on lead due to suspected insulation damage. The lead was also reported to be dislodged. The lead was explanted.

Manufacturer narrative:
(B)(4).